Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that injector locking n40-o components disconnected. The following information was provided by the initial reporter: it was reported by the facility representative that the male and female phaseal components disconnected. Reported date: 6/21/2021. Event date: (B)(6) 2021. Patient stated that he reached over the light switch on bed and heard a click to his line. Upon assessment, the tubing was disconnected from the male and female phaseal with post hydration infusing. Infusion stopped. New the male and female phaseal changed and fluids resumed. Patient with no distress noted.

Manufacturer narrative:
H6: investigation summary: no samples or pictures received for investigation. Five retained samples from optima connector lot number 2101504 (material 515070) were evaluated, after a visual inspection of all retained samples requested; no issues were observed on the luer cone nor the luer thread. No damages can be observed on retained samples requested. Moreover; four retained samples from optima injector locking (n40-o ) lot 2103306 (reference 515065) were evaluated, after a visual inspection or damages or defects were found. Based on the various tests where the optima injectors n40-o and optima connectors are luer connected to different matting components over multiple penetrations, if any incident related to luer lock disconnection have occurred it would have been detected. A device history review was performed for lots 2101504,2103306 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. It is recommended to ensure that luer connections are tight enough before use the products. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that injector locking n40-o components disconnected. The following information was provided by the initial reporter: it was reported by the facility representative that the male and female phaseal components disconnected. Reported date: (B)(6) 2021. Event date: (B)(6) 2021. Patient stated that he reached over the light switch on bed and heard a click to his line. Upon assessment, the tubing was disconnected from the male and female phaseal with post hydration infusing. Infusion stopped. New the male and female phaseal changed and fluids resumed. Patient with no distress noted.